Event description:
It was reported that during a gastric bypass, there was an error code 5. It was then noticed that the active blade was missing. No concern on tip. Not sure where it was lost at. Replaced with lcsc5 to complete the procedure.